Manufacturer narrative:
(B)(4). H9: section 21 usc 360 report no - additional.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2 type of follow up: - additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H6: additional information.

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver boot tests were performed and passed. Functional tests were performed and the vibrator test passed. Pictures were taken. The speaker and vibrator resistances were measured and passed. The performance data was reviewed finding no errors related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported.